Event description:
During a pericardiocentesis procedure, the physician inserted an .038" guide wire through an 18gx15cm needle, which was already inserted in the pt's pericardial sac. Resistance was encountered when removing the needle over the guide wire. The dilator was inserted over the guide wire without any complication. Upon insertion of the drainage catheter, resistance was met, and the catheter remained "stuck" on the middle of the guide wire. Upon attempting to remove the guide wire, resistance was encountered, and both the catheter and guide wire were pulled out. The procedure was successfully completed using another pericardiocentesis kit. There was no reported short-term or permanent pt impairment as a result of this incident.